Event description:
It was reported that 598 days after implantation of a 2.75x12mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, a de novo focal stenotic lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 95% was reported. The lesion was pre-dilated with a 2.5x8mm voyager balloon. A 2.75x12mm taxus stent (used beyond expiration date) was deployed at 12 atm in the region of the lesion. The stent was post dilated with a 3.0x10mm cordis raptor noncompliant balloon. A post-intervention residual stenosis of 0% was reported. The patient received argatroban during the procedure. "Successful percutaneous coronary intervention" was reported. The patient presented 598 days after the initial procedure in cardiac arrest with a 100% in-stent thrombosis in the proximal lad. Angiography was performed on the lesion using a 2.5x15mm voyager balloon. An angiojet was used to remove thrombus from the proximal lad. Subsequently, a 3.0x18mm cypher stent was deployed at 14 atm in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received nitroglycerin, tirofiban, eptifibatide and argatroban during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. The mfg records for top assembly batch 6141008 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.